Event description:
It was reported that the customer's insulin pump had cracks in the case, and the customer did not know how it happened. It was stated that the drive support cap did not appear to be damaged. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had scratched screen, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, missing end cap sticker, and protruded/loose drive support cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.